Manufacturer narrative:
Concomitant products: egiaustnd - egiaustnd endogia ultra univ std stap, lot# p3b0403 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. No information r egarding the specific customer issue that occurred with the device was available. Upon examination of the sample, it was found that there was an application over tissue that was beyond the recommended thickness range. The product analysis noted evidence that the device was not used as intended. The deformed clamping mechanism may occur under the following conditions. Application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. Always inspect the tissue thickness and select an appropriate staple size prior to application of the device. Overly thick or thin tissue may result in unacceptable staple formation. When positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during the robotic laparoscopic da vinci left pancreas plus splenectomy, the surgeon was able to close the jaws but stapler did not fire. The surgeon was not able to push the green button to staple. The surgeon opened one more reload  but still not able to push the green button so a new handle was opened and it worked. It was noted that the initial reload was able to work with the new handle. There was no patient injury. Pli 20- medtronic's initial evaluation of the returned product found that there was an application over tissue that is beyond the recommended thickness range.

Manufacturer narrative:
Additional information: g3, h6 (rfr code from notcom to snorept.) Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.